Manufacturer narrative:
Additional information: b1, b2, b5, h1, h3, h6 results/conclusions codes

Event description:
New information notes that the patient presented to the clinic on 03 may 2021 for a lead repositioning procedure. Once the pocket was open, the physician tugged on the leads and the right ventricular lead came out of the pin socket. The lead was tested and all electrical parameters were normal. The lead was reconnected and the set screw was tightened without further consequences. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up remotely via merlin.net on (B)(6) 2021. Review of the transmissions showed that there was noise on the right ventricular (rv) lead which had caused subsequent non-sustained right ventricular oversensing (nsrvo) alerts. No programming changes were made to the lead. The patient was in stable condition.